Event description:
The customer reported that the alarm has the monitoring green light on, but when weight is off the pad the alarm has no alarm tone. No other damages reported by the customer. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).